Event description:
The sales representative reported on behalf of the customer that the ias5-120lp, airseal 5/120mm port, was being used during a robotic cholecystectomy on (B)(6) 2022 when it was reported, ¿5mm trocar broke in half at the end of the procedure when they were removing it. They took a radiograph of the patient to confirm nothing was retained in the patient. No injuries.¿ the procedure was reported as having been completed with a 5-minute delay. There was no report of any fragmentation remaining in the patient. There was no report of injury, medical intervention, or hospitalization for the patient. The patient¿s status was reported as ¿fine¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias5-120lp, airseal 5/120mm port, was being used during a robotic cholecystectomy on 3feb22 when it was reported, ¿5mm trocar broke in half at the end of the procedure when they were removing it. They took a radiograph of the patient to confirm nothing was retained in the patient. No injuries.¿ the procedure was reported as having been completed with a 5-minute delay. There was no report of any fragmentation remaining in the patient. There was no report of injury, medical intervention, or hospitalization for the patient. The patient¿s status was reported as ¿fine¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review has not been conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 30 complaints, regarding 30 devices, for this device family and failure mode. During this same time frame 1,137,564 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. Per the instructions for use,the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.